Manufacturer narrative:
Follow-up #1: date of submission 27-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2019 with the following findings: a review of the black box showed the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until deliveries were halted by the user. No evidence of delivery malfunctions was observed. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. No damage was found to the keypad. All keypad buttons were responsive to user input. The keypad was removed, and no damage was found to the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 31 mmol/l. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient provided self-treatment of insulin bolus. The reporter alleged the up arrow keypad button was under responsive and the patient had not received insulin thought to have been programmed in the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an under responsive up arrow button on the keypad.